Event description:
A caller reported a cgm error labeled as error 42. There was no adverse impact to the customer's blood glucose level. The issue was resolved after technical support provided complete pump reset information and guided the caller through the reset process, allowing them to successfully start a sensor session without the error reoccurring.